Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Upon advancement of the gore introducer sheath, the proximal end of the sheath caught on the contralateral gate causing the trunk-ipsilateral leg component to move proximally 5-6cm covering the renal arteries. A terumo guide wire was used to pull the device down below the renal arteries. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.